Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that device migration, leak and explantation occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx closure device and delivery system (wds) was implanted. At an unknown date, the closure device was found to have migrated from its original implanted position and caused a significant residual leak. The closure device was explanted using a non-boston scientific percutaneous retrieval device. No further details were provided.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.